Event description:
It was reported that pump displayed malfunction code 12 with associated fault ID and that malfunction recurred even after reset, with no notable events occurring prior to the issue and blood glucose impact unknown because caller declined to provide details. There was no reported impact to the customer¿s blood glucose level. Customer reset pump with guidance from technical support, then prepared to use multiple daily injections as backup therapy, and technical support arranged replacement pump shipment, instructed customer to place problematic pump in storage mode, re-enter pump settings and reconnect continuous glucose monitor on replacement pump, and return malfunctioning pump using pre-paid label within 10 days, which customer acknowledged and understood.

Manufacturer narrative:
Corrected sections d1, d2a, d4 model, catalog and serial number, primary UDI number, d9. Updated annex b code.